Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6b. If explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal toric intraocular lens (iol) was explanted from a patient's right eye due to blurry and non-crisp vision following the initial lens implantation. The original lens was replaced with a dib00 lens with 19.0 diopter. No concomitant johnson & johnson products were utilized during the procedure that contributed to the reported event. There was no harm to the patient or user reported. The product is not available for return or investigation. No further information was provided.